Event description:
It was reported that prior to a lap cholecystectomy procedure, the handpiece kept giving an error 3 handpiece error. The customer swapped the handpiece with another handpiece and the doctor completed the case with no patient consequence.